Manufacturer narrative:
Patient information: unknown. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -6.0/1.5/89 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted and removed due to excessive vaulting. The problem was resolved. Cause reported as unknown. Status of the eye is reported as, "good.". Also reported, "next operation date is undecided.".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).